Event description:
This is filed to report the clip detaching from one leaflet resulting in mitral regurgitation, hospitalization, tissue damage, and intervention. It was reported that a mitraclip procedure was performed on (B)(6) 2022, to treat functional mitral regurgitation (mr) grade 3-4. An xtw clip (20817r1042) was successfully implanted. Imaging was difficult. Approximately 20 minutes was spent trying to confirm capture of the leaflet with the posterior gripper. The clip was placed, reducing mr to trace. After reviewing the 3d image post deployment, it appeared that the clip may have been partially grasping leaflet and part of the cleft. However, the clip was stable and no additional clips were implanted. On (B)(6) 2023, the patient returned with a mr grade of 4 and the originally implanted clip was detached from the posterior leaflet (single leaflet device attachment (slda)). Tissue damage could not be ruled out. The slda was attempted to be stabilized with an xt mitraclip (20614r129). There were slight imaging issues. The xt clip was positioned medially to the slda. However, the clip opened during the second establishment of final arm angle (efaa). The clip was able to be re-opened, inverted, and removed from the body. A replacement xt clip was placed medial to the slda and a nt clip was placed lateral to the slda, reducing mr to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported single leaflet device attachment (slda) appears to be due to user technique/procedural conditions and due to the posterior leaflet being partially grasped. Image resoution poor resulting in difficult or delayed positioning associated with leaflet capture, appears to be due to difficulties with imaging and is therefore related to procedural circumstances. Unspecified tissue injury and mitral regurgitation appear to be due to the slda. Mitral regurgitation and tissue damage are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip referenced is filed under a separate medwatch report number.